Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Siemens has requested that the reagent be sent back for investigation. The cause of this event is unknown.

Event description:
The customer reported false negative leukocytes on the clinitek advantus using multistix 10 sg when compared to the microscopic examination of the sediment. There was no report of injury due to this event.

Manufacturer narrative:
Tech ops has completed the second investigation. Using the returned reagent and patient sample, tech ops was able to reproduce the error of a false negative leukocyte result. Repeat testing microscopically gave results within the 5-15 cells/hpf range for a trace result. Sg data was also collected on the sample and the specific gravity reported as 1.020. Per customer bulletin: causes of leukocyte discrepancies between reagent strip and microscopic method: "it has been observed that higher urine specific gravity may sometimes cause decreased leukocyte test results. One factor involves specific leukocyte elastase inhibitors present in urine. These natural inhibitors reduce the activity of the elastase enzyme. Higher concentrations of these inhibitors would tend to be found in urines with higher specific gravities. This could thereby cause a decreased leukocyte result on the reagent strip.

Manufacturer narrative:
Siemens tested the submitted reagent strips which showed no obvious visible damage or degredation. The bottle arrived tightly capped and containing the expected desiccant. Three test solutions were created to represent a negative, trace and small positive sample. The returned strips were tested with these solutions and the results were as expected. The false negative leukocyte results reported by the customer, when testing with multistix 10sg on the advantus could not be reproduced.